Event description:
A malfunction alarm was reported with code malf 12 by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer was able to continue using the pump, with instructions to call back if the malfunction code recurred, which was acknowledged and understood. No additional information was received regarding the outcome of the event.